Event description:
It was reported that automatic pullback failure occurred. The 10% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. However, during procedure, it was reported that whenever the physician put the sled on the motor drive unit (mdu) in the sterile bag, it would not pull the catheter back. They utilized a new sled and everything worked fine. No patient complications were reported.